Manufacturer narrative:
The device remains implanted, so evaluation of the actual device was unable to be completed. Images were provided, and an imaging evaluation was performed. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The imaging evaluation stated the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2020. There appears to be contrast outside the contralateral limb in the rci. The contrast outside the implanted device limb appears to communicate with contrast in the distal aneurysmal sac. There appears to be contrast in a low set of lumbar arteries communicating with contrast pooling in the aneurysmal sac. Cannot confirm antegrade or retrograde flow with available imaging. Right common iliac artery diameters appear to range from 16.7mm ¿ 20.1mm. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses. On february 21, 2020 images were received from the physician (post-implantation computed tomography angiography dated (B)(6) 2020) identifying a distal type I endoleak on the contralateral leg component located on the patient's right side. The cause of the endoleak was suspected to be dilation of the patient's iliac artery. On (B)(6) 2020 a reintervention was performed. A gore® excluder® iliac branch component and a gore® viabahn® vbx balloon expandable endoprosthesis were implanted. Reportedly the endoleak was successfully resolved. The patient tolerated the procedure.